Manufacturer narrative:
The reported event was duplicated. The service technician functionally evaluated the device and noted the bur would not lock in nor stay locked in the attachment after running the device. The device was scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the bur locked in but it came out while the device was running. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the bur locked in but it came out while the device was running. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.